Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Analysis was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No buzzing anomaly noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Analysis was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No buzzing anomaly noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display and humidity was visible in the screen's corner. The customer inserted a new battery but the insulin pump only buzzed. Fluid was under the lcd display. Customer's blood glucose level 8.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.